Manufacturer narrative:
B3 - date of event: used 03/01/2025 as the event date was not reported. Detailed product information such as the lot number was not provided to bsc. We could not obtain the information, as this was not available per account. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination found that the proximal section of one blade and pad measuring approximately 15mm had lifted distally from the balloon material. The remaining 5mm of blade and pad remained fully bonded to the balloon material. All other blades were undamaged and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that blade partial detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified internal shunt in the forearm and central side. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the device was inserted into the blood vessel through the sheath and dilated the lesion several times. Although slight resistance was felt during removal, the device was slowly removed. However, the tip of the sheath may have turned inward due to some manipulation during the procedure and may have interfered with the blade during removal. After the removal, the blade was checked outside the body and the blade was noted to have partially detached. There were no remnants left inside the body, and the procedure was completed using this device. There were no patient complications as a result of this event, and the patient was in good condition.

Event description:
It was reported that blade partial detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified internal shunt in the forearm and central side. A 6.00 mm/2.0 cm/50 cm peripheral cutting balloon was advanced for dilation. During the procedure, the device was inserted into the blood vessel through the sheath and dilated the lesion several times. Although slight resistance was felt during removal, the device was slowly removed. However, the tip of the sheath may have turned inward due to some manipulation during the procedure and may have interfered with the blade during removal. After the removal, the blade was checked outside the body and the blade was noted to have partially detached. There were no remnants left inside the body, and the procedure was completed using this device. There were no patient complications as a result of this event, and the patient was in good condition.

Manufacturer narrative:
B3: date of event: used 03/01/2025 as the event date was not reported. Detailed product information such as the lot number was not provided to bsc. We could not obtain the information, as this was not available per account. If additional details become available, a supplemental report will be submitted.